Event description:
End user was allegedly using walker when the "wheel got stuck". End user reported to distributor that this happened and the walker tipped over and he fell. The end user reported to the distributor that he was fine. The end user informed the distributor that he would return the walker so that it could be evaluated.

Manufacturer narrative:
The contact at the distributor stated she knows very little about the end user but conveyed the following. This particular walker is approx 3 months old. She received a call from the customer who indicated he was using the walker and the "wheel got stuck". When this happened, it tipped over and he fell. He happened to be on the way to a medical appointment which was not related to this incident. She indicated that the customer told her that he was fine. She does not know the end user's age, weight or medical diagnoses. The end user indicated he would drop off the walker and pick up a replacement. The end user never came in to replace the walker and did not respond to multiple messages left by the dealer.